Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. Unable to confirm unexpected restart alarm due to blank display. Insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.

Event description:
Customer reported via phone call that the insulin pump had a blank display and alarmed an unexpected restart alarm. Customer was off the device early morning on the day of the incident. Customer's blood glucose was 276 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.